Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level were 500 mg/dl and 20 mg/dl to 40 mg/dl. Other blood glucose value mentioned was in the range of 200 mg/dl to 400 mg/dl. The customer declined troubleshooting. The insulin pump will be returned for analysis.